Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a mosaic valve experienced severe aortic stenosis and moderate/severe aortic regurgitation, leading to hospitalization and rehospitalization. The patient was evaluated in a clinic for aortic valve replacement, and a transcatheter valve-in-valve procedure was planned. It was reported that calcium was seen in the proximal left coronary artery (lca), plaque/thrombus with irregular luminal borders seen in abdominal aorta and bulging seen in the ascending aorta above the right coronary cusp. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that reported the planned intervention was postponed for a later date. Subsequently, 2 months and 11 days later, another manufacturers transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.